Event description:
It was reported that the patient presented for an initial implant procedure of a ventricular leadless pacemaker (vlp) on (B)(6) 2026. Post-implantation it was noted the vlp had no capture. The patient was asymptomatic. A chest x-ray confirmed the vlp dislodged and embolized to the inferior vena cava (ivc). The vlp was explanted and a new vlp was successfully implanted. The patient was stable throughout the procedure.